Event description:
Customer alleged blood glucose results of 190 mg/dl and 60 mg/dl obtained back-to back on the advantage system. Customer reported feeling like blood glucose was low. Based on systems, customer self-treated by eating candy and felt better within 20 minutes. A request was made for the return of the suspect device and replacement product was sent.